Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that four months following the implant of this transcatheter bioprosthetic valve, after the patient was hospitalized due to dyspnea and thoracic pain, a patent foramen ovale (pfo) occluder was implanted to correct a small left-to-right shunt that was noted at ring level in the direction of the right ventricle (rv). No other adverse patient effects were reported.